Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
According to the complainant, the arterial connectors have been noted to be leaking on some line sets, introducing air bubbles into the lines with blood in them. All remaining items with this lot # have been removed from service. Affected lines have been isolated and saved. There were three machines that were set up and ready to do a treatment. Reportedly the staff removed those lines and set them up with new lines before the patients arrived. 2 patients were noted to have the faulty lines, but not until the end of their treatments. Those lines have been kept in biohazard bags, as well as the three that were caught before. No harm came to the patients. The air bubbles were trapped in a chamber on the return side of the lines before they could reach the patients.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Internal report number (B)(4) was determined to be a duplicate of internal report number (B)(4). Internal report number (B)(4) has been reported under MFR report number 2521402-2025-01117; 2521402-2025-01171; 2521402-2025-01172; 2521402-2025-01173 and 2521402-2025-01174. This MDR follow-up is to inform that internal report number 400729869 is to be cancelled as a duplicate report.